Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient had fever during the follow-up. No adverse patient effects were reported. The pacemaker was explanted.